Event description:
The accounts maintenance stated the head section rises unintentionally when he turns the lockouts off at the footboard. When the left siderail is unplugged the head section doesn't raise unintentionally.

Manufacturer narrative:
The account replaced the complete left head siderail to repair the bed.